Event description:
Caller alleged discrepant inratio 2 results. Results as follows: date: (B)(6) 2012, inratio inr: 3.8 and 5.4. The time between testing was less than 10 mins. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.